Manufacturer narrative:
Investigation: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received a total of (B)(4) units in which 1 unit was in an open package, all from lot number 8087872. All contents were present and intact. Through the visual/microscopic evaluation of the opened unit a white-clear particle speck was observed on the catheter tubing of the assembly. A red fiber was also observed on the tip of the cannula. The visual inspection of the (B)(4) units in sealed packages, 2 of the units also contained the white-clear particle specks. The reported issue was confirmed. The white-clear material observed near the catheter tip was confirmed to be non-foreign (plug shavings) which resulted from manufacturing during the assembly process. Since the unit that contained the red fiber was received out of its original packaging, bd could not determine a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of these batches.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter was burred. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: the catheter was burr.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter was burred. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: the catheter was burr.